Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the missing part of the insulin pump the rim where the reservoir goes in was only half there, diminished battery life, scratched screen, rejecting new batteries and plastic chips off when changing reservoirs. Customer's blood glucose value unknown. Customer declined to troubleshooting. The device will not be returned for analysis.